Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in clearlink system non-dehp continu-flo solution set. During infusion with docetaxel, there was a leak when the roller clamp was released at the start of infusion. Infusion was immediately stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.